Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he was recently hospitalized due to a blood glucose level of 29 mg/dl. The customer reported that he was driving and was pulled over due to swerving. Paramedics were called and the customer was transported to the hospital. During troubleshooting, the customer stated that the insulin pump may have been exposed to high magnetic fields. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.